Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface joystick was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a motion error during a case. The procedure was completed with another system. No pt injury was reported.